Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After further review, this report is now being filed as an adverse event instead of product problem. Section b5 - describe an event or problem that should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Sections b1, b2, h1 and h6 has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart attack. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil tech was able confirm the device powers on and provides airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 17427.3 hours and 0 blower and therapy hours. Zero errors were logged. During the investigation, pil observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower and blower box. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, inside the iso port and blower. A keratin¿ like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. Pil is unable to directly address any symptoms or complaints. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.